Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected and hardware low level failures. The customer was able to clear the alarm and able to rewind the insulin pump but not able to passed the self test. The customer¿s blood glucose was 223 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump was monitored and tested with no blank display or unexpected battery power loss noted. Hardware low-level failures alarm confirmed in the pump history file due to broken trace on keypad assembly. Software error detected 3 confirmed in history file, problem isolated to electrical board.